Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and vomiting. Once at the hospital the pod was removed and the cannula was found to be bent. The patient had a chest x-ray and a covid-19 test administered as well as an influenza test. The patient was treated with intravenous fluids as well as an insulin drip. The patient was discharged from the hospital the following day.